Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: it is reported that scratches were observed on both medial and lateral articulating surfaces possibly due to bone cement debris but cannot be confirmed. Further investigation can be made with the return of product. With the existing info, a definitive cause for patient's pain and revision cannot be determined. Eval codes: mfg records were checked or the component and they are conforming to specifications indicating there were manufactured, inspected and packaged to specification. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to pain.